Manufacturer narrative:
Additional narrative: patient information is not available for reporting. Due to the intra-operative events, the device was not successfully implanted. An alternate device was used to complete procedural step. As such, implant/explant dates are not applicable. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during anterior spinal fusion surgery performed on (B)(6) 2018, the peek part of the zero-p cage dismantled from titanium part of the cage. No consequences for the patient as another implant was used. (B)(4).